Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon, (1) ¿e226 error¿, was not reproduced. It was noted that e226 error is caused by poor communication between the camera head and the processors. Since e216 error has occurred due to the cable failure, it was determined that the communication failure has occurred due to the cable failure, causing e226 error to occur temporarily. Phenomenon (2) ¿e216 error¿ was reproduced and was caused by poor communication between the camera head and the processors. It was determined that the communication failure occurred due to the cable failure, and e216 error occurred. It was determined that the cause of the cable failure was disconnection due to cable deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was also noted that the camera cable was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd 3cmos autoclavable camera head had an e226 scope communication error. The issue occurred during a therapeutic laproscopic procedure and it was completed with the same device. There were no reports of patient harm associated with the event.